Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can at the connector boot.

Event description:
This report is to advise of an event observed during analysis.